Event description:
Additional information reported there was "awful communication" between the insr and the ins.

Event description:
It was reported that the device was explanted because it "didn't work." The caller indicated she had an "awful time" communicating between the recharger and device. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3998, lot# v124130, implanted: (B)(6) 2009, product type :lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).